Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 375 (mg/dl) after consuming a meal. Reportedly, customer had a bg level of 87 (mg/dl) prior to the meal, and the customer tried to program a bolus for a meal of 45 grams of carbohydrates prior to eating. The pump informed the customer that their bg levels were low, and the customer decided to not administer the bolus. Customer then consumed the meal and waited for a period of time before administering a correction bolus, and subsequently, the customer's bg levels elevated to 375 (mg/dl). Tandem technical support informed the customer that the pump does not calculate a correction bolus when the bg value entered in to the pump is between 70 (mg/dl) and their preprogrammed target bg level. Tandem technical support educated the customer on how to administer a bolus by only entering the units in to the pump if they wanted to preprogram a meal bolus in this type of scenario. Recommendation was made to consult with health care provider to discuss diabetes management.